Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the tip of the iab catheter appeared to be softer than normal. The customer believes that this change impacts the ease of insertion resulting in a need for a sheath during insertion. The customer stated the iab became unfurled and appears looser than previously experienced despite correct procedures employed to prepare catheter for insertion. There is no reported injury to the patient.